Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer, patient. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3888-28, lot# l42478, implanted: (B)(6) 1997, explanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was noted that the patient had pain in her back and it is because they cannot get any therapy. It was noted that the patient had memory issues. It was noted that the patient checked with the patient programmer and the device was showing end of service (eos). Additional information received reported that there was no plan for a replacement due to financial/payment concerns. It was stated that the device had not been interrogated. Additional information received reported that the patient would be making an appointment to meet with her healthcare provider (hcp) to have her device checked and to schedule an appointment for a battery replacement.